Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 551 mg/dl. Suspected cause was due to having a basal rate that was too high. Customer treated high bg with a correction bolus via pump. Customer updated the basal rate to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.